Event description:
Related manufacturer reference number: 2017865-2023-19328. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to oversensing. The physician performed lead revision procedure where rv and ra leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.